Event description:
Reportedly, when the electrode liner was removed, it was observed that the electrode gel stuck to the release liner and was damaged as a result. The reporter stated there was no adverse affect on pt treatment, since another package was immediately available and used.